Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during pre testing prior to use on the patient, a microsensor could not be detected by the monitor. Another was used to complete the procedure. A 30 minute delay was reported but with no patient harm.

Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected fields: it was previously reported that the device would not be returned for evaluation. The product was subsequently provided. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. Visual examination found no damage to the sensor, catheter material or connector. The internal wires are broken inside the connector. No testing was possible. Based on the evaluation, the complaint has been confirmed, but unable to determine the cause of the problem stated. It is suspected that the catheter was dropped or in the process of being dropped by the handler when re-packaging and snapped it up by the benso tubing (catheter) causing the wires to break. A review of quality records for both the finished good and the component found no discrepancies. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.